Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-02785 and 3005099803-2010-02800 address the other devices. It was reported to boston scientific corporation that three dreamtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the first dreamtome was attached to the generator correctly however failed to cut the tissue. The second dreamtome appeared to be destroyed when the packaging was removed. The tip was bent and kinked. The cutting wire of the third dreamtome snapped during sphincterotomy. No portion of the wire fell into the patient. The procedure was completed with the same generator and active cord using a different sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Reporter alleged obtaining a result of 38 mg/dl on aviva system 1, strip lot 302374 compared back to back with a result of 109 mg/dl on aviva system 2, strip lot 302612. Testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product, and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2, lot 302612. (B) (4).